Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported leaking. The probable cause is due to a solvent application error during manufacturing. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that there was liquid leakage from the base part of the connector. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.